Event description:
The customer stated the low battery indicator was flashing on the device. They tried to turn the unit on but it would not initialize. No pt involvement.

Manufacturer narrative:
The device has not been rec'd but its return is anticipated. Upon return and completion of the investigation, a supplemental will be submitted.